Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the cautery function of the force bipolar instrument did not work, the customer tried with two separate bipolar cords that worked on other instruments. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the functional test failed. The force bipolar instrument failed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a directions. The instrument did not released energy on several attempts. The instrument was not fully functional. Additional observation not reported by site was also identified: the force bipolar instrument was found to have conductor wire insulation damage at to distal end. The insulation did not exhibit thermal damage. The insulation has small pieces missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument failed the electric continuity test. The instrument was placed and driven on an in-house system where it did not release energy. The root cause of the damaged conductor wire insulation is attributed to a component failure. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
After further failure analysis review, the initial findings were confirmed. Continuity was retested on the force bipolar instrument and failed. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. Continuity was tested again and failed between the cut wire and the grip. The grip pin was removed to take a closer look at the conductor wire. It was observed that the conductor wire was broken near where the distal clevis meets the base of the grips. The root cause of the broken conductor wire is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.